Event description:
It was reported that the pk dissecting forceps instrument has a crack on the base. It was also reported that no instrument components fell inside of the pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated, per the customer reported complaint, engineering found one ear of the proximal clevis is missing and exposing the proximal pulleys. The size of the missing piece is approximately .180 inches by .210 inches. The clevis is not dislodged from the main tube and the interface between the two components is undamaged. Engineering concluded that the ear may have broke due to high impact force on the outside of the ear, possibly from an instrument collision. Engineering also observed the distal end of main tube has material removed from a combination of scratches and scrape marks parallel to the tube axis. Based on the location and appearance the scratches are likely from instrument collisions while the scrape marks are consistent with cannula accessory tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instrument or other unintended consequences, such as disconnection of the instrument tip.